Event description:
It was reported that during a da vinci-assisted surgical procedure, the gray plastic chipped off at the tip of the 6mm monopolar curved scissors (mcs). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the monopolar curved scissors (mcs) instrument be returned for evaluation. However, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log was performed, however, no usage information could be found for this mcs. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: it was alleged that a gray piece of plastic chipped off of the mcs instrument during a da vinci assisted procedure. At this time, it is unknown what caused the breakage of the instrument to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported complaint. Failure analysis found the primary failure of broken tube adapter to be related to the customer reported complaint. The instrument was found to have the over molded seal adapter broken. The broken piece was not returned, measuring roughly 0.120¿ x 0.060¿ in size. The root cause of failure is typically attributed to mishandling/misuse.